Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted in the patient.

Event description:
Approximately seven months and three weeks post hvad implantation this patient experienced multiple "high watt" alarms and high flows. Preliminary log file analysis revealed a sharp rise in power consumption above normal operating parameters and twenty "high watt" alarms. The therapeutic team initiated thrombolytic therapy before eventually taking the patient to the operating room for pump exchange. The last report received indicated that the patient was stable in the intensive care unit (ICU). The explanted pump was received by heartware on january 28, 2015. Pump analysis results are not yet available. Investigation is ongoing.

Manufacturer narrative:
The device was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple high power events. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to scratches on the inferior side of the impeller and lower housing ceramic surface. Pathological examination did not reveal any evidence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log files review date: (B)(4) 2015. Power consumption above normal operating range. 20 high watt alarms have been logged since december 27, 2014. The current high watt alarm limit is set to 7.0 w. A sharp rise in power consumption has been logged starting (B)(4) 2015 outside of normal power consumption. Additional information received indicates that post explant evaluation of the pump demonstrated abnormal abrasions or scuff-marks on the inferior surface of the impeller and on the lower housing ceramic surface. There is no indication of entrapped tissue or thrombus material and no evidence of thrombus formation within the pump. There is no pathologic thrombus or tissue findings that correlate with pump functionality. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): do not rely only on flow estimation to assess cardiac output. An average estimated flow on the monitor or controller display of less than 2 l/min, or greater than 10 l/min may indicate an electrical fault, incorrect hematocrit entry or an occlusion due to thrombus or other materials (e.g. Tissue fragments) in the device. Inaccurate assessment of hvad® pump flow may lead to less than optimal treatment. The IFU also outlines alarms and the actions to take with each type and possible cause. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.